Event description:
It was reported that during a procedure the arthroscopic bur broke in half. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Based on history of similar reported complaints for the reported issue, the most probable cause of the facility's observation was determined to be excessive forces (i.e. Side-loading, unknown user technique) during clinical use. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00065 where an additional incision was needed to remove the tip of the device that had broken off in the patient's knee even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.